Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire caused a dissection. The dissection was addressed with an unplanned additional stent. There were no further complications reported.